Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00164. It was reported the patient presented to the emergency room. Upon interrogation, it was observed the patient had received multiple shocks from their implantable cardioverter defibrillator and had an unspecified capturing issue on the right ventricular lead. The device was explanted and the lead was capped and both were replaced on (B)(6) 2020. The patient was stable.

Event description:
New information notes that the capturing issue on the right ventricle lead was failure to capture and over-sensing noise.